Event description:
The patient presented feeling light-headed and as if her pacemaker was not working. The patient was in atrial fibrillation and had autocapture on. With autocapture the unipolar lead impedance was 353 ohms and the ventricular threshold was 3.5 v. The device was switched to bipolar pacing and sensing. Bipolar lead impedance was greater than 2500 ohms, and no capture or sensing was seen. The patient went home before she was changed back to unipolar.

Event description:
It was also reported that the device was programmed to unipolar pace and sense configurations and would continue to be followed. The patient is not pacemaker dependent. An x-ray revealed a lead break.

Event description:
New information notes that the lead was capped on (B)(6) 2010.